Event description:
A medwatch report was received from the hospital in 11/2001 indicating that following deployment of angio-seal device, a vessel occlusion of the femoral artery occurred. The patient was transferred to the operating room for removal of the angio-seal device. The patient is reportedly recovering. No additional information is available regarding this event.